Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer inserted a sensor and attached the transmitter but the led was not blinking. After numerous of failed attempts, the sensor was removed and it was found that the electrode was not attached to the sensor. It was stated that it is not confirmed if the electrode stayed in the customer's body because no x-ray was taken. It was stated that the doctor would like the sensor to be examined to see if the electrode had properly came with the sensor from the beginning. Nothing further reported.